Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. Subsequently, the pump shut down. The customer provided a blood glucose of 309 mg/dl. Although requested, no additional information was provided.